Event description:
It was reported a patient underwent a right total shoulder arthroplasty approximately 24 months ago. The patient has experienced right shoulder pain and reports within the last several months both her shoulder replacements have lost pins requiring revisions. It was reported the patient is planning to have the right shoulder revision in the following few months. The revision date or planned revision date is unknown. No medical records or operative reports have been provided. No additional information is available.

Manufacturer narrative:
D10: (B)(6), 314-13-32 - equinoxe cage glenoid s, post aug, right, (B)(6), 310-61-41 - stemless humeral head 41mm x 16mm x alpha, (B)(6), 300-60-03 - stemless humeral comp laser cage, size 3, (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.